Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that single board computer was failing. The single board computer has been replaced that the system was returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up. Upon functional testing fse found that signal board computer was failing. The fse replaced the signal board computer and hdd, reloaded the ghost backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.